Event description:
It was reported that the 360 ventilator had a backup battery fault and intermittent audible, visual alarm. No error codes. Patient involvement unknown .the service engineer (se) inspected the device and found the ventilator was not turning on and there was no battery backup. Cross-checked the internal battery with a working ventilator and found the internal battery faulty. The internal battery was replaced. Ventilator is working.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.